Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to the knee being loose.

Manufacturer narrative:
No devices were received; therefore the condition of the components is unknown. The device history records for item number were reviewed for deviations and/or anomalies with no deviations or anomalies being identified. The device is used for treatment. A product history search was performed and no additional complaints for this part/lot combination were returned. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
To date, no device/s or photos were received with the complaint for investigation since the hospital discarded the product; therefore, the condition of the components is unknown. Without a device, both visual and dimensional evaluations cannot be performed. The risk of dislocation and/or joint instability is addressed through the adverse effects section in nexgen® cr-flex and lps-flex fixed bearing knee package insert. This is therefore a known inherent risk of this procedure. A definitive root cause remains undetermined with the information provided.